Event description:
Reported events of "slippage" from journal article: "is gastro-gastric fixation suture necessary in laparoscopic adjustable gastric banding? A prospective randomized study", journal of laparoendoscopic and advances surgical techniques vol. 21, number 10, 2011. MFR of device is unk. Allergan's approach to compliance is to resolve all doubt in favor of reporting. This medwatch represents the 5 pts listed in table 3 of the article who were diagnosed with "slippage."

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product MFR and serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."